Event description:
The recipient reportedly experienced intermittent lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of intermittent malfunction could not be verified during analysis, which was limited in some respects due to the electrode being severed prior to receipt. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.